Manufacturer narrative:
Upon receipt of the actual complaint sample, further investigation will be conducted to search for the cause.

Event description:
The spinal needle broke off while inserting the needle, at approximately 3cm from the point. The point it still in the paravertebral space of the patient. There is also a curve in the needle. The surgeon did not have liquid yet, so he had not arrived in the spinal space yet. The anesthesiologist performed the spinal puncture medially for a hip-surgery. While piercing through the ligamentum flavum, the pressure fell down and while withdrawing the needle, it turned out to be curved and broken. This anesthesist removed the stylet before it enters in the spinal space. The introducer was thrown away after the procedure. The client respected the normal procedure. The introducer went in smoothly without any contact with the bone. The spinal needle went smoothly through the introducer. The spinal did not move during the procedure.